Event description:
On 24 june 2026, it was reported by a sales representative via email that an ar-1547bc, teno scrwbio-comp was reported to a 4.75mm x 15mm biocomposite tenodesis screw was attempted to be used in the talus to provide interference fixation against a ~5.5mm allograft tendon within a 6mm bone tunnel. The screw was inserted over a 1.1mm nitinol guidewire and fragmented into pieces as it was inserted into the tunnel on the driver. I had a suspicion the surgeon may have been off line with trajectory in the bone tunnel and therefore the screw was rubbing against hard cortical bone during each turn when inserting. These pieces were retrieved successfully and a larger 5.5mm tenodesis screw was used to complete the case. This occurred on (B)(6) 2026 during a atfl reconstruction (allograft) procedure. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.